Manufacturer narrative:
Lot numbers: 315901, asku, asku, 28819701, 315901, 336701, asku, asku, 30323501, asku, 33670101, 31590101, asku, asku. For 15 events, a general reagent issue can be excluded. Assays from different manufacturers can generate different results due to the overall set up of the assays, the antibodies used, differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined. For 3 events, investigation results are not yet available. The follow up/corrective actions for 14 events was that the samples were requested for investigation. For 10 of these events, sufficient sample material could not be provided for investigation. For 1 of these events the customer tested the sample on 2 different analyzers from different manufacturers. The follow up/corrective actions for 1 event was to perform instrument troubleshooting. The instrument was operating within specification. The follow up/corrective actions for 3 events are not yet available. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events. High results were generated by the cobas 8000 e 602 module, the cobas 6000 e 601 module, a cobas e 411 immunoassay analyzer and a cobas 8000 e 801 module. The event involved a total of 20 patients with high results for the elecsys ft4 ii assay. The ages for 14 patients ranged from (B)(6) - (B)(6). The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 10 females and 5 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For the three remaining events, the investigation did not identify a general reagent problem. The cause of the event could not be determined. The difference in ft4 results from different manufacturers may be due to the different setups of the assays, the antibodies used, and differences in the standardization materials and methodologies.